Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system was returned for analysis. The tip od was measured which is within specification. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The hypotube was broken 265mm distal the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found that the shaft polymer extrusion was kinked 10mm proximal to the guidewire access port. This type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. The 95% stenosed, 32x3mm target lesion was located in a severely calcified left anterior descending artery (lad). A 32 x 3.00mm taxus¿ liberté¿ drug-eluting stent was advanced to treat the target lesion but failed to cross to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.